Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the extension set tubing was confirmed, and the cause was determined to be use related. One 22g safestep infusion set was returned for investigation. The sample exhibited evidence of use. The infusion set had the safety mechanism engaged over the needle tip and tape residue was observed on the external surface of the extension set tubing. A functional test revealed a leak in the extension set tubing at the distal end of the luer adaptor. The leak site revealed a tear in the extension set tubing across the adhesive fillet. The adjoining surfaces of the tear were rough and granular. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. A lot history review (lhr) of asbzs0022 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the connection site between the connector and catheter" broke, and there was a subsequent chemotherapy leak. There was no patient injury reported.